Event description:
During analysis for an event that was not considered reportable (orbital atherectomy device [oad] stuck on wire), it was determined that the viperwire guide wire was fractured. Further investigation indicated that the wire may have fractured in vivo. The wire fragment remained in the oad driveshaft and was removed from the patient when the oad was removed.

Manufacturer narrative:
Date received by manufacturer 9/23/2021: there was no indication of wire fracture upon first notification of the event to csi. Until the analysis was completed on 9/23/2021, the event was not considered reportable. Device analysis conclusion: the guidewire was returned to csi engaged in the oad. Embedded spring tip coil material was observed within the tip bushing and caused significant resistance when removing the guide wire. The material within the driveshaft is consistent in dimension with the coil on the guide wire spring tip. Both components showed evidence of rotational damage consistent with the oad having spun over the spring tip. Scanning electron microscopy analysis showed evidence of rotational damage on the proximal guidewire spring tip coils and radiopaque transfer on the inner diameter of the oad tip bushing. This evidence is consistent with a fracture due to the spinning drive shaft contacting the spring tip of the guidewire. The root cause of the fracture is considered to be use not consistent with the instructions for use manual; however, that could not be conclusively confirmed since there was no original report of guidewire damage. The stealth 360 peripheral orbital atherectomy system instructions for use manual warns, "when moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip and the distal end of the shaft (10 cm minimum). If the distance between the shaft tip and the guide wire spring tip is insufficient, the shaft tip may damage the guide wire spring tip and result in dislodgement of the guide wire spring tip. Use contrast injections and fluoroscopy to monitor movement of the shaft tip in relation to the guide wire spring tip." The material inspection report for the wire could not be reviewed as the lot number was not provided. If the lot number is provided, an mir review will be performed. (B)(4).